Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter alleged the device experienced a ventilator inoperative alarm that indicates the machine flow sensor drift was above the specification of >0.21pm. The device was reported as not in use with a patient at the time the event occurred. There was no patient involvement. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet been returned to the third-party service center for evaluation. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The device was returned to a third-party service center for evaluation. The evaluation of the device was completed on 28 july 2025 with the following findings: a ventilator inoperative code e-155 was confirmed indicating the machine flow sensor drift was above the specification; the flow sensor was found to be defective due to contamination and the system printed circuit board assembly was found to be defective due to the e-155 error code per the evaluation results. No repairs were completed because the device was not needed for inventory and was scrapped. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The coding grid has been updated to reflect the results of the device evaluation as reported to the manufacturer by the third-party servicing center.